Event description:
Vague report of skin irritation at the site of attachment of the sub-q-set disc. The irritation was noted to be a "reddened lump under the site where the disc had been situated." This site had progressed after some time to a stage 3 ulceration. The depth of which is approx the size of half of a walnut. No specific treatment or pt info has been provided.